Event description:
The customer reported that the etco2 failed. The etco2 reading could not be obtained. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.